Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the digital board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.